Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nasogastric tubes did not have numbers on them and therefore could not be accurately measured and communicated to the next care provider with certainty. Nasogastric tube was advanced more and confirmed with air blow, but still there was no numbers on the nasogastric tube to confirm placement while patient was in the hospital. The patient went for x-ray to confirm placement and nasogastric tubes was not in correct spot by over 10cm.

Event description:
It was reported that the nasogastric tubes did not have numbers on them and therefore could not be accurately measured and communicated to the next care provider with certainty. Nasogastric tube was advanced more and confirmed with air blow, but still there was no numbers on the nasogastric tube to confirm placement while patient was in the hospital. The patient went for x-ray to confirm placement and nasogastric tubes was not in correct spot by over 10cm.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "the ribbon jams in the machine/ end of ribbon". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problem or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: instructions for statlock® nasogastric stabilization device (when included): remove oil and moisturizer from targeted skin area. Apply skin prep to targeted statlock® stabilization device area for skin protection and enhanced pad adherence. Allow to dry completely. Caution: federal (u.s.a.) Laws restricts this device to sale by or on the order of a physician. Sterile unless package is opened or damaged, except for any individually packaged components within the pouch which are not labeled as sterile. These components are not terminally sterilized. Single use. Do not resterilize. Statlock® stabilization device does not contain natural rubber latex. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.